Event description:
During a balloon angioplasty of the left leg, at the time the balloon was deflated to be withdrawn, the tip of the balloon catheter broke off. All broken parts were able to be retrieved with the exception of the small metallic marker tip.

Manufacturer narrative:
During a balloon angioplasty of the left leg, at the time the balloon was deflated to be withdrawn, the tip of the balloon catheter broke off. All broken parts were able to be retrieved with the exception of the small metallic marker tip. The manufacturing documentation for lot: 50 32729 were reviewed and no anomalies were detected. This lot number has not been associated with any other customer complaints. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. However, vessel characteristics and procedural factors are likely contributing factors to the failure reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.